Manufacturer narrative:
Batch review performed on 19 february 2018: lot 155738: (B)(4) items manufactured and released on 12 november 2015. Expiration date: 2020-10-27. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 4 r reference 02.07.1204r (k090988): lot 154010: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-24. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size4/10 mm r reference 02.12.0410fr (k121416): lot 152451: (B)(4) items manufactured and released on 03 november 2015. Expiration date: 2020-10-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 l reference 02.07.0034rp (k090988) lot 160952: (B)(4) items manufactured and released on 13 may 2016. Expiration date: 2021-04-21. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 1 year and 6 months after primary: arthrofibrosis detected. The surgeon revised all medacta hardware and implanted a hinge system. The surgery was completed successfully.